Event description:
The alleged incident occurred while defibrillating a 44 year old female. The complainant shocked the pt, using paddles, first at 200j, a second time at 300j, and a third time at 360j. On the third shock at 360 joules, the device arced across the pt to the red lead of the three lead ECG cable. The complainant indicated that the alleged malfunction did not contribute to the pt outcome. The pt was "basically gone" by the time the team arrived. After the transportation was completed, when the device was no logner attached to the pt, the screen on the unit blanked out with a green dot in the center of the display.